Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a small radial tear while using the catalys system. An intraocular lens (iol) was placed however, patient had to return back to surgery as the iol rotated greater than 10 degrees and had to be exchanged. No additional information was provided. This report is against the iol. A separate report will be filed against the catalys system.